Manufacturer narrative:
The insulin pump was returned for software error detected. Formatted history file analysis confirmed software error detected due to software error. The insulin pump passed functional testing including the self-test, sleep current measurement test, active current measurement test, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed and monitored for two days. No unexpected post-reset ram crc alarm noted during our testing or after the battery was removed the reinserted. No unexpected pump reset noted. The internal battery connector on the j6 printed circuit board assembly was properly connected. Power management parameters graph confirmed the unloaded and loaded voltage was within specification range. The insulin pump had minor scratched display window and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call that they received pump error alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.